Event description:
It was reported that customer's insulin pump was having issues with his sensor. Customer stated his sensors were having spontaneous restarts with not lost sensor alerts or input from the customer. Customer does not feel confident using the continuous glucose monitoring system. Customer was sent replacement transmitters and sensors, but the issue persists. Customer is returning the insulin pump for analysis. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device had a minor scratched display window, cracked reservoir tube lip and a scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).